Manufacturer narrative:
(B)(4). Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. There has been no allegation of a device malfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25mm mitral pericardial valve, implanted approximately two (2) years and four (4) months, was explanted due to mitral stenosis and regurgitation secondary to open leaflets. This valve was originally implanted for mitral valve replacement to treat mitral stenosis. At explant, infection was suspected; however, vegetation was not confirmed. Pannus-like tissue appeared to be on leaflets and that could have been causing open leaflets. The patient's valve was replaced with a mechanical valve with no adverse patient effects reported as a result of the valve replacement. The valve will not be returned for evaluation as it was discarded at the hospital. The patient status was reported as ¿recovering¿ at ICU.